Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopuse was used on a patient who was in cardiac arrest. It is unknown if bystander CPR was performed. According to the customer, the patient was correctly positioned on the platform and the lifeband was properly fitted. The platform was deployed without any issues. During active operation, the platform failed to perform compressions and the lifeband needed to be aligned. There were no messages displayed on the platform. The patient was realigned and the autopulse was restarted. The patient was re-positioned three times, each time the auto pulse started working fine and then approx 10 seconds later it stopped. The use of autopulse was aborted and reverted to manual CPR. No other information was provided.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) service center for evaluation on june 6, 2016 in a hazard warning bags as there was a possibility of blood contamination. Additionally, the platform and the internal of the bags had visible signs of condensation on them. External visual inspection showed that the load plate cover was split. Internal inspection of the platform showed condensation under the load plate cover and droplets of water were visible between lcd screen and the ui membrane. There was corrosion observed on the blue case metallic coating and the brake area. There was water ingress into the pass through connections and into the cable connections to power circuit boards (pcb). It was indicated that the paramedics were using ice on the patient. It is not known when the ice was introduced and when the problems with the autopulse started. During functional testing, the platform would not power on due to water ingress from the ice causing the pcb to short. Review of the platform internal archive log showed user advisory (ua) 2 (compression tracking error), ua 17 (max motor on time exceeded) and ua 42 (force overload tripped) messages. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 2 typically occurs when the load sensors do not see the expected increase in load because the patient was misaligned or have moved from the original position or the lifeband is opened. Ua 17 can occur when the compression depth cannot be reached in time possibly due to low battery, the lifeband is twisted and or the patient is stiff. The platform will display ua 42 when the load sensors have detected too much force was applied possibly due to a stiff patient. All three conditions are typically correctable by the operator. The platform screen will display the message "pull up on lifeband check patient alignment & press restart". Additionally, the autopulse user guide provides instructions that guide the operator to follow general steps to troubleshoot advisories and faults. If they are unable to clear the indicators, the customer is instructed to call zoll. The lifeband was also returned for evaluation. It was contaminated with blood. Visual inspection of the returned lifeband assembly showed that the belt was twisted and torn. Additionally, the plastic back was broken. The autopulse user guide informs the user to "make sure that the lifeband is not twisted and properly mated with the (B)(6)" before using the device. When an autopulse stops compressions unexpectedly, it does not pose a hazard to human health. The autopulse is an adjunct to manual cardiopulmonary resuscitation (CPR). In which case, the user can revert to manual CPR. Manual CPR is a standard of care. Sudden cardiac arrest victims have a survival rate of only 8%. The application of CPR alone is not sufficient to maintain life. Either manual or mechanically assisted CPR is used to provide circulation until defibrillation can be delivered, and the return of spontaneous circulation (rosc) can be achieved.